Manufacturer narrative:
Initial reporter additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. The device has been explanted and replaced.

Event description:
Physician reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ brown particles observed in surface of the shell. ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Physician reported left side rupture diagnosed by ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.